Event description:
The hcp reported that the proximal end of the catheter had fractured. The frature was noted on fluoroscopy. "The distal portion was not removable." The catheter was replaced. A follow-up report will be sent if additional info becomes available to co.